Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, email address was not provided. The reported event of the implant being unable to be placed into the osteotomy and/ or lacking primary stability is likely due to the patient bone quality (pre-existing condition) or the surgical technique. There is no reported malfunction and/or deficiency of the implant and there is no indication that the implant haso caused r contributed to the failed attempt to place the implant. More than 800 complaints related to this event have been investigated since 01-apr-2017 and, out of these investigations, no signals indicating potential manufacturing non-conformance's affecting primary stability have been identified. Therefore, this event has been deemed not reportable.

Event description:
It was reported that the implant tsvt4b8 had lack of primary stability, no other implant was placed in the same surgery. Dental site 21.